Manufacturer narrative:
(B)(4). The sigma device eval found that when any key (other than on/off, #7, #8, and #9) is selected, an automatic and add'l input of the #9 key will occur (e.g. When the #4 key is pressed 49 will be displayed). Review of the device history log was unable to identify evidence of any unintended double entry.

Event description:
It was reported that a keypad on a pump enters a single selection twice.